Event description:
The broach handle tip of the hip broach impactor/extractor, broke off while attaching it to the braoch. A back up broach handle was used to complete the procedure. There was no adverse consequence to the pt or delay in surgical or anesthesia time.